Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 80% stenosed target lesion was located in the non calcified and moderately tortuous superficial femoral artery. The sterling monorail balloon catheter was advanced to the lesion and inflated to 6 atms. Upon the second inflation, a pinhole rupture was noted at 12 atms. The procedure was completed with a different device. There were no pt complications reported and the pt's condition is reported as "good."

Manufacturer narrative:
(B)(6).it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).